Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) spoke with the clinical sales representative (csr) who clarified that the non-intuitive motion issue returned after reseating the instrument on arm 4. It was noted that restarting the system resolved the issue and they were able to finish the procedure with no further issues. The issue was likely either user-related due to the orientation of the scope or it may have been due to a faulty endoscope/engagement issue. After the case, the csr installed a different scope and found no issues with intuitive motion. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) called the technical support engineer (tse) and stated that the surgeon was experiencing non-intuitive movement on the right and left hand. The issue resolved after a power cycle and then reoccurred. The customer reseated the instruments and it resolved at first, but then reoccurred. There were no errors in the logs. The procedure was completed as planned with no reported injury.